Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the reported issue. When the speed was increased to maximum revolutions per minute (rpm) on the roller pump a 'stopped: overspeed' message was displayed. It was determined that the printed circuit (pc) board assembly was defective. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2020, the team had an incident during a cardiopulmonary bypass (cpb) procedure with their vent pump giving an 'underspeed' and 'overspeed' message. The vent pump was set up on their heart lung machine (hlm) without issue. The occlusion was set per the institutional protocol. Twice during the procedure the team received an 'underspeed' and an 'overspeed' message. The team was able to use the pump for the remainder of the procedure. The error message did not delay the continuation of the surgical procedure. There was no harm or blood loss due to the event.

Manufacturer narrative:
Per the field service representative (fsr), the logs were downloaded and the issue was verified with the manufacturer's technical support specialist. He replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect unit will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump in the vent position displayed 'overspeed and underspeed' error messages. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.